Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure. According to the complainant, during the procedure, the device was used to capture a stone. Once the stone was captured and removed, the physician opened and closed the basket to release the stone fragments. After closing the device a second time without the stone, the safety tip detached and was left in the duct. It was indicated the device was removed and the event was resolved. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).